Manufacturer narrative:
(B)(4). UDI# - (B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a surgical procedure that when the surgeon inserted the juggerknot anchor, the anchor came off from the patient's burr hole. An alternative juggerknot anchor was used to complete the procedure without further issues. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.